Event description:
It was reported that the patient's condition caused her legs to "give out" and she had fallen many times over the years. The first few years the stimulation was effective, however, it became less effective over time. The patient did not remember a specific fall that may have caused any issues with the scs. The patient also reported a shocking sensation if she had the stimulation high or if she turned it off for a while and then turned it back on at the same setting. In addition, the patient experienced stimulation in the stomach that caused an upset stomach. It was reported that the only time the patient had effective stimulation was when lying flat on her back with the amplitude high. When she stood up, she needed to decrease the stimulation in order to be able to walk. It was noted that the patient last saw a manufacturer representative one year ago for reprogramming, and was working to coordinate an appointment with her physician to address the mentioned issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3998, lot# v005952, implanted: (B)(6) 2006, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Programmer: model 37742, serial# (B)(4). Recharger: model 37752, serial# (B)(4).